Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure cannot be determined. If additional information is received a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during the da vinci-assisted total benign hysterectomy procedure, one of jaws of the instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, one of the jaws on the fenestrated bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved without any patient harm, adverse outcome or injury.